Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was variable. After (B)(6) 2014, rv bipolar lead impedance is variable, rising and falling until (B)(6) 2014 when impedance rose to 4047 ohms and consistently remains high. Beginning (B)(6) 2014, rv bipolar lead impedance rising from 779 ohms to 1140 ohms.

Event description:
It was reported that there was high and gradual increase impedance on the right ventricular (rv) lead. . There is a strange impedance pattern which revealed that the impedance decreased and then increased suddenly with a rapid increase to high values. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.